Manufacturer narrative:
Title open versus laparoscopic management of incisional abdominal hernia: cohort study comparing quality of life outcomes source journal of laparoendoscopic & advanced surgical techniques, volume 26, 2016 (249-255) article number: 4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed april 2016, study investigated the 1-year impact of open and laparoscopic repair of incisional hernia on quality of life outcomes. It was a single-center cohort study. 124 patients were eligible for inclusion in the study. 54 patients received laparoscopic treatment with mesh (did not separate results based on which mesh was used), but complications were reported with prolonged ileus, hematoma, seroma, recurrence of hernia.